Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3 common device name: tubes, vials, systems, serum separators, blood collection a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing that then leaked blood during collection. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing that then leaked blood during collection. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. E.4: FDA notified: yes h:10: the initial reporter notified the FDA on 10-11-2025. Medsun report #mw 4100070000-2025-8112 investigation summary bd had not received any samples or photos for investigation. A total of 10 retained samples were visually inspected, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: hole in product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.